Event description:
Reporter indicated that a pt's generator had been inadvertently reset due to an interrupted systems diagnostic test. It was reported that a final interrogation was not performed after the interrupted test. The pt then felt "severe intense stimulation" for 30 seconds once every hr, and the pt elected to use the magnet to inhibit stimulation. At the next office visit, initial interrogation confirmed that the pt's generator was set at the incorrect settings. The doctor reprogrammed the generator to the intended settings.